Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the off-label site in the arm, which is off label usage of the device, on (B)(6) 2019. On (B)(6) 2019, the patient stated she started experiencing swelling and tenderness in her right bicep region and described the area was infected and had pustule. On (B)(6) 2019, the patient stated she was seen by a physician and was treated with intravenous daptomycin and oral doxycycline antibiotics for the infection. At the time of contact, the patient indicated that she was doing well. No additional event or patient information is available.